Event description:
Patient was revised to address loosening of the asr cup. Update: (B)(6) 2010 - litigation papers received. Additional new information included in the lawsuit alleges that during the revision, the surgeon found metal debris and a large abscess on her bone resulting from a biologic response to the metal particles. The femoral head was added to the complaint because of the new information received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.